Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 06/05/2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 24-jan-2018 - device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2017 with the following findings: during the investigation, a review of the black box showed multiple loss of prime warnings with low non-zero force. The pump was exercised for 24 hours and a loss of prime was not duplicated. Force calibration testing passed within specification. Unrelated to the original complaint, the battery compartment was found to be cracked.